Event description:
It was reported that the last two weeks the pump has not been beeped or given any audio tunes. Self test was conducted and there were no tones heard. Instructed to return to medtronic.